Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted because the patient was not happy with his visual outcome. A regular size incision was made and the lens cut in half for removal. No patient injury was reported.

Manufacturer narrative:
(B)(4). Prior to release to market, the iol met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: (B)(6) 2013. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing facility for evaluation. The lens belonged to the manufacturing production order for a 20.5 diopter; a model zmb00 lens. A visual inspection noted that the lens was received in two halves and had surface residuals adhered to both sides of the optic body compatible with handling the lens during the implant and explant process. The condition of damage in the returned lens sample did not allow measurement of the lens. During the manufacturing process, the lenses are 100% measured for diopter power, resolution, and contrast. The lens diopter measurement results showed that the lens corresponded to a 20.5 d (diopter) lens. The diopter inspection report showed that the lens was released within diopter specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Labeled for single use: is being corrected to yes. All pertinent information available to abbott medical optics has been submitted. Placeholder.